Event description:
It was reported that the 1/2 ml bd safetyglide¿ insulin syringe with attached needle experienced device damage while still considered operable. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.